Event description:
The customer stated she had an incident when she was unconscious and an ambulance took her to the ER. Her blood glucose value when admitted to the hospital was 24mg/dl. It was not clear if the result was from her contour next link, the ambulance meter or the hospital system. On the way to the hospital she was given glucose rectally, juice and food. Further information was not provided. The customer's test strips were not expected to be returned for evaluation. A new meter was sent to her.